Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. The sheath was introduced to the patient. After pulling out the dilator and the aspiration, there were bubbles in the syringe, and sheath of the 3-way-cock. Sheath was aspirated again and again bubbles in the stopcock were noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.